Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2026, additional log files were sent for review. The site indicated that the patient had a possible thrombus, with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhgb) with hemoglobinuria. Log file review revealed that despite the elevated lab findings, the pump power and pulsatility index values were stable.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient has hematuria: log file review was requested which revealed no unusual events.